Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Device was found to have a pin hole burst after device passed through a previously deployed stent and inflated to 8 atms by inflation device in the sfa. Target lesion exhibited a moderate degree of calcification with 70% stenosis. Unknown sheath and size guidewire. No pieces of the balloon were left in the patient. Procedure was completed with a new balloon.